Event description:
It was reported that during a stenting treatment procedure stent movement and stent damage occurred. It was a chronic totally occluded lesion. The 100% stenosed lesion was located in a severely tortuous and calcified right coronary artery. After predilatation the promus element 2.50x28mm stent was advanced to the lesion, however it was unable to cross the lesion. The physician removed the device and it was noted that the stent part was lifted and the stent had moved on catheter to the distal side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The distal section of the stent was stretched distally, with the distal end of the stent resting 7mm distal of the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent movement and stent damage occurred. It was a chronic totally occluded lesion. The 100% stenosed lesion was located in a severely tortuous and calcified right coronary artery. After predilatation, the promus element 2.50x28mm stent was advanced to the lesion, however, it was unable to cross the lesion. The physician removed the device and it was noted that the stent part was lifted and the stent had moved on catheter to the distal side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.